Event description:
As reported by the affiliate, a powerflex pro balloon ruptured at 6 atm during its second dilation. It was removed from the patient and another balloon was used instead. There was no reported patient injury. The intended procedure was a pta of a lesion located in both iliac arteries. The rate of stenosis was 90%. At first, a powerflex pro was used for initial dilatation for right common iliac artery and the external iliac artery without any issue. After that, the powerflex pro was delivered to the left external iliac artery and inflated at the lesion. However, it ruptured at 6 atm during its second dilatation. Therefore it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
The device has been received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt. (B)(6).

Manufacturer narrative:
Additional information: there was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no damages noted on the device prior to use and the device was prepped normally with no anomalies. The contrast media and indeflator used is unknown; however, the contrast to saline ratio is 50:50 and the same indeflator was used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the balloon was inserted into the patient and advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon inflated normally and maintained pressure before rupture occurred. The balloon catheter was removed easily from the patient with no resistance/friction, and it was removed intact (in one piece). The balloon was replaced with another powerflex pro balloon (7x40mm). There was no patient injury and the current status of the patient is unknown. Complaint conclusion: as reported, a powerflex pro balloon ruptured at six atmospheres (atm) during its second dilation. There was no reported patient injury. The rate of stenosis was 90%. A powerflex pro 8mmx4cm balloon was used for initial dilatation of the right common iliac artery and the external iliac artery without any issue. No difficulties were experienced while advancing the guidewire to the target lesion. No difficulties were experienced when removing the device from the packaging, removing the balloon from its¿ hoop or while removing the protective balloon cover or stylet. No difficulties were experienced when prepping the device and the device was not kinked prior to its¿ introduction into the patient. No resistance/friction was experienced when advancing the balloon through the guide catheter, through the rotating hemostatic valve or while advancing the device through the patient¿s vasculature. The device did not have to go through any acute bends and had no difficulty in crossing the lesion. The site reported that they used a 50:50 concentration of contrast to saline during the procedure but that the brand of contrast unknown. The same indeflator was used during the procedure and with other devices. After that, the powerflex pro was delivered to the left external iliac artery and inflated at the lesion at which point it ruptured. It was easily removed intact from the patient and another powerflex pro balloon was used instead. The ruptured balloon catheter was noted to be un-kinked when it was removed from the patient. The procedure was finished successfully. The product was returned for analysis. One non sterile catheter powerflex pro 8mmx4cm balloon was received coiled inside a plastic bag. The balloon was not previously inflated. No damage was noted in the device. A leak test was performed and the balloon was inflated at nominal pressure which is 10 atm and it maintained the pressure. Review of lot 17017304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst-at/below rbp was not confirmed since functional test was successfully performed. The exact cause of the rupture reported could not be determined since the product was successfully inflated to the nominal pressure. An attempt was made to ensure the correct device was returned but this was unsuccessful. Vessel characteristics (90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the product analysis nor the manufacturing records review suggests that the difficulty experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.